Event description:
It was reported that the cardiac resynchronization therapy deflbrlllator (crt-d) exhibited low out-of-range pacing impedance measurements and high capture thresholds on this non-boston scientific left ventricular (lv) lead. At this time, this product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).